Manufacturer narrative:
The incident occurred in (B)(6). No information for the performa system was provided.

Event description:
Caller reported blood glucose results of 340 mg/dl on customer's active system, 126 mg/dl on nurse's performa system within 10 minutes. No information for the performa system was provided. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.